Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right atrial lead exhibited high capture threshold. The right atrial lead was removed and replaced. No patient consequences were noted.

Manufacturer narrative:
The reported event of unacceptable capture was not confirmed. Final analysis found a complete lead was returned in one piece. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.